Event description:
This is the second report of two that involved a cusa excel 36 khz handpiece that was reported to have become hot during brain tumor removal. There was no delay in the surgery as a result of this issue. Neither the surgeon nor pt incur an injury as a result of this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.